Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add'l info received regarding this event after filing this report shall be filed on a supplemental MDR.analysis is taken from a trending report of evaluations or adverse events finalized may 2011. The data present is from three different product applications. The report states that there are no significant trends. It is noted that there are blank areas on this form, the info was not provided or is unk.

Event description:
Report received indicated the pt had a contoured rash under the border. No further info was provided and the pt outcome was not reported.